Event description:
The pt had been implanted approximately 2 months previous with a synchromed pump. Recently, the pt has been complaining of headaches. The hcp did a cat scan that demonstrated pneumocephalus. The hcp contacted and reported "the situation had cleared up."